Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and stem loosening. Update: 09/20/2013- medical records were received. X-ray was attached to complaint. (B)(6). Update ad 06 jul 2018: (B)(4) has been reopened under (B)(4) due to receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges infection. Added liner, head, cup, and screws due to new allegation. Added lawyer, law firm, revision surgeon, and revision hospital. Updated doi, patient's dob, patient's initials, and part number and lot number of unknown stem. Doi: (B)(6) 2008 - dor: (B)(6) 2013; (left hip) (stem). Doi: (B)(6) 2011. Dor: (B)(6) 2013; (left hip). This pc is for the second revision of the left hip. See (B)(4) for the first revision.